Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were receiving motor error alarms and no delivery alarms on the insulin pump. The customer¿s blood glucose level was 134 mg/dl. Troubleshooting was performed. They were assisted with clearing the pump error alarm. However, the caller stated they were unable to rewind the insulin pump. The pump error alarm was occurring for the second time. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors noted. The motor was tested outside of device and passed. Unit was received with peeling serial number label, cracked case corner of the belt clip rails near the battery compartment, minor scratches on case and minor scratches on lcd window.